Event description:
Before use of an optease vena cava filter for jugular vein delivery, it was reported that the brite tip sheath introducer included in the packaging of the filter met resistance during insertion into the patient. As the physician attempted to insert the sheath introducer into the patient again, the distal end of the cannula became frayed. Therefore, the product was exchanged for another sheath introducer. There was no reported patient injury. During a filter placement procedure, the physician tried to insert a brite tip sheath introducer, an accessory for the optease, into the patient. However, resistance was felt in the outer lumen and could not access the vessel. A pre-puncture was made using an unknown 5fr sheath introducer. The physician attempted to insert the brite tip sheath introducer again, but the distal end of a cannula became frayed after the second insertion attempt. Therefore the physician removed the product, and exchanged it to unknown sheath introducer. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis.

Manufacturer narrative:
The device will not returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: unknown sheath introducer, unknown 5fr sheath introducer.

Manufacturer narrative:
Additional information: the access site was the jugular vein, however, which side is unknown. Complaint conclusion: during a vena cava filter placement procedure, the physician tried to insert a brite tip sheath introducer, an accessory for the optease filter, to access the jugular vein. It was reported that the brite tip sheath introducer met resistance during insertion into the patient. A pre-puncture was made using an unknown 5fr sheath introducer. As the physician attempted to insert the sheath introducer into the patient again, the distal end of the cannula became frayed. Therefore, the product was exchanged for another sheath introducer. The vessel characteristics, such as calcification and percentage of stenosis were reported to be unknown. The procedure was successfully completed. There was no reported patient injury. The product will not be returned for analysis. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited information available, and no product return, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Difficulty inserting a product through an anatomical structure is a known procedural occurrence and is most commonly related to vessel characteristics (calcification, stenosis, tortuosity), operator¿s technique and appropriate device selection. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the difficulty inserting the device resulting in the frayed damage of the cannula. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.